Manufacturer narrative:
Other relevant device(s) are: product ID: 37092, serial/lot #: unknown, product type: accessory, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to fractured programmer antenna cable, there was communication failure. The programmer could communicate with the implantable neurostimulator (ins) without the antenna, but not with the antenna. The device was replaced. No symptoms were reported as a result of the event.